Event description:
It was reported that the insulin pump had moisture damage and that the customer experienced low blood glucose levels. The blood glucose reading was 48 mg/dl. The customer stated that he had taken a shower with the insulin pump on. The device passed the self test upon troubleshooting. Advised the customer to monitor the insulin pump. The blood glucose reading rose to 159 mg/dl. The customer noted that he had had high blood glucose, took a bolus, then fell asleep and had low blood glucose. He stated that he had not taken enough insulin to eat but just to treat the high blood glucose. He declined troubleshooting since he knew the cause of the blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.